Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not tighten the luer lock connection and the connection became disconnected. The customer's blood glucose (bg) level was 522mg/dl and a correction bolus was delivered which lowered the customer's bg levels. The customer was able to tighten the luer lock connection, prime the infusion set tubing and successfully resume insulin deliveries.

Manufacturer narrative:
Correction: per tandem's t:flex user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."